Event description:
It was reported that, "during preparation prior to the arterial line procedure, the guidewire kinked and could not be advanced." There was no patient involvement.

Manufacturer narrative:
(B)(4).